Event description:
It was reported that the patient presented to the emergency department (ed) for a headache that had started on (B)(6) 2022. The headache persisted when the patient woke up on (B)(6) 2022 and progressively worsened throughout the day. The patient experienced left upper extremity heaviness. In the ed the patient was seen by neurology to rule out stroke. A head computed tomography (CT) was remarkable for a 2.6 centimeter acute right subdural hematoma with a 3 millimeter left midline shift. Labs indicated an international normalized ratio (inr) of 2.53. Neurosurgery was consulted who recommended warfarin reversal with kcentra (prothrombin complex concentrate) and 2.5 milligrams of vitamin k. A repeat inr after treatment was 1.4. A repeat heat CT was performed which was stable. Neurosurgery recommended admission to the cardiac intensive care unit (cicu). The patient's symptoms resolved before they were discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had progression of native heart cardiomyopathy leading to progressive right ventricular (rv) dysfunction over time with mild to moderate pulmonary insufficiency. An echocardiogram on (B)(6) 2022 showed severe right ventricular hypokinesis (rvhk) and moderate tricuspid regurgitation. Further neurological testing was performed on (B)(6) 2022. The patient's neurological dysfunction resolved on (B)(6) 2022 with sequalae. The patient had developed chronic headaches.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the hm 3 lvas patient handbook, rev. D are currently available. Section 1, ¿introduction,¿ lists potential adverse events, including stroke and right heart failure that may be associated with the use of the hm3 lvas. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of the device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that the patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.